Event description:
Patient had implant removal because of severe pain from the implant. When removed, the one from the right breast was found to be ruptured. No information as to the manufacturer could be found.